Event description:
Related manufacturer report number:3006705815-2023-04583, related manufacturer report number:3006705815-2023-04581. It was reported that the patient had been experiencing ineffective relief due to both scs leads having high impedance. In addition, the patient's ipg had also reached end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted, replaced, and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of an scs revision was reported to abbott. The revision took place as scheduled where both leads and ipg were replaced. The leads were showing high impedances and ipg was at end of life. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.